Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in leaked leaking from the device was observed when the patient was punctured and salinized with sf 0.9%.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR review: the complaint lot# is 3346791, sku is 383323, assembly in suzhou plant on 2023. Dec. 26, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: no pictures provided to show the defect feature. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Possible cause analysis: based on the information, leakage is reported but not clear the leakage is from tubing or from prn connector. The possible reasons for this type of failure may including: 1. The chemical bonding performance between tubing and wing is not good, leakage is from the bonding location. 2. The swaging between luer-adapter and tubing is not good, leakage is from swaging location. 3. Tubing damage/broken issue, or poor prn assembly status. Current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing, including bonding force and swaging force for two ends, poor connection can be detected. 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and prn connector. No picture attached to show the defect location and feature, the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.

Event description:
No additional information is available.